Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amulet steerable delivery sheath. A small 1-2mm pericardial effusion was noted prior to procedure. The amulet failed the tug test and was unable to implanted. Therefore, it was exchanged for a new 28mm amplatzer amulet, which was attempted to be implanted using the same 14f steerable delivery sheath. However, the 28mm amulet was also unable to be implanted because it "kept canting and wasn't co-axial" and deemed unstable. A new non-abbott device was implanted. The patient's act was 284 and heparin was administered during procedure. Post-implant, the pericardial effusion was noted via ice to be slightly larger at 2-3mm. At 5pm, the patient's pressure dropped and transesophageal echocardiogram (tee) was performed in which worsened, larger effusion to 8mm was observed. The physician believes recapturing caused the worsened effusion and not any of the devices themselves. Pericardiocentesis was performed and 250ml of fluid was removed. The patient stabilized and was discharged home in stable condition the next day. There are no allegations of malfunction with the 25mm amulet, the 28mm amulet, nor the steerable delivery sheath.

Manufacturer narrative:
An event of improper or incorrect procedure or method and patient-device incompatibility (implant-related tissue damage) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported device implant-related tissue damage and pericardial effusion could not be determined. The reported improper or incorrect procedure or method was due to user using the same delivery system. The patient effects of hypotension and angina appeared to be related to pericardial effusion. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: health effect-clinical code.